Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number: 3009092818 and exemption number: e2016011. This report is filed october 5, 2016. H3 other text: not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (date not reported).